Event description:
New information received notes the lead exhibited recurrence noise oversensing. No intervention was performed. The patient was in stable condition and will continue to be monitored.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the lead exhibited myopotential oversensing. No intervention was performed. The patient was in stable condition and will continue to be monitored.